Event description:
Pt implanted with a bifurcated graft in 2001 had the left groin infected several weeks post-operatively. Pt received antibiotics to treat the infection. However, pt died later in 2001. Physician conveyed that the pt did not receive a proper antibiotic therapy prior to surgical procedure.